Manufacturer narrative:
Additional, changed, and/or corrected data: a5, a6, d9, h3, h6. Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: no observed. ¿ anxiety - product/ procedure: unable to observe since it is a medical event and is not related to the device. As per the investigation procedure, crease, wear abrasion and deformation were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare provider reported a right-side exchange of textured device due to patient's concern with product. Healthcare provider additionally reported "preoperative diagnosis: history of macro textured silicone aesthetic breast implants with silicone gel leaks. Breast implants are now recalled. Postoperative diagnosis: history of macro textured silicone aesthetic breast implants with silicone gel leaks." The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. DHR trend summary: the review of all potential trend evaluations for breast implants closed during the past 12 months indicates that no confirmed complaint trends have been observed for the event a0412 material rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.

Event description:
Healthcare provider reported a right side exchange of textured device due to patient's concern with product. Healthcare provider additionally reported "preoperative diagnosis: history of macro textured silicone aesthetic breast implants with silicone gel leaks. Breast implants are now recalled. Postoperative diagnosis: history of macro textured silicone aesthetic breast implants with silicone gel leaks." The device has been explanted.